Event description:
It was reported that the user experienced leaking insulin cartridges on two consecutive supply changes, with manually prefilled cartridges stored in a refrigerator, and the issue resolved after switching to a brand-new, empty cartridge that the user filled at the time of the change. Symptoms included no reported adverse clinical effects and no changes in blood glucose during the events. Outcomes included no injury, no medical intervention, and no hospitalization. Customer care provided troubleshooting and user education on cartridge handling and replacement, including a successful retry with a new cartridge. Investigation of this case revealed evidence consistent with a leaking cartridge component prior to use, with the leak not reproducible once a new cartridge was used and proper filling technique was applied. It was concluded, based on previously established findings for similar reports, that the cause was likely user handling and technique related to pre-filling and storage rather than a device malfunction.

Manufacturer narrative:
Initial.